Manufacturer narrative:
The driver is provided to customers within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit, sk12, the product is distributed within. The device history record was reviewed and no issues during the manufacture or release of the product were identified that could have contributed to the problem reported. The most likely cause cannot be determined due to the device not being returned, however based on similar complaints where the device has been returned, the likely cause of the tip of the driver breaking off is due to applying excessive torque to the driver after the screw was completely seated. The surgical technique includes a statement regarding the proper method for inserting screws into a plate: "caution: use care not to over-tighten once the screw head locks into the plate, as this can result in stripping of the screw head or deforming the driver tip". Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure, the tip of the driver (1405-2127) broke off and was retained in the head of the screw that was implanted in the patient. A backup device was available to successfully complete the surgery without delay. No other patient outcomes were reported.